Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a keypad failure on the pc unit and needed to be replaced. There was no patient involvement.

Event description:
It was reported that there was a keypad failure on the pc unit and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 30aug2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : device returned for evaluation.

Manufacturer narrative:
Investigation conclusion: the customers complaint of keypad failure was replicated during servicing activities of pcu device s/n (B)(6). Pcu device s/n (B)(6) event and error log observed no error or malfunctions. During servicing activities pcu s/n (B)(6) was observed with unresponsive keypad assembly. Device inspection: the pcu device s/n (B)(6) was received with instrument seal intact. The right (male) iui was observed with corrosion and dry fluid residue. The left (female) iui was observed with corrosion. During servicing activities, the battery was observed to be from a third party. Servicing activities did not observe any other anomalies with the returned pcu device. Root cause analysis: the probable cause of the customers keypad failure was attributed to an unresponsive keypad assembly which is being attributed to fluid ingress on the pcu keypad circuit assembly. Device history review: device history record review was not required for this complaint, the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that there was a keypad failure on the pc unit and needed to be replaced. There was no patient involvement.